Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: c-taper cocr lfit head 22mm/+5;06-2205;990nav. Securfit plus stemt;unk_jr;unk. Trident cup;unk_jr;unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Left hip revision for pain and profusion in joint. Constrained insert revised to mdm.